Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No bolus anomaly noted during testing. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump passed the dat test at 0.08655 inches. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 41 mg/dl at the time of the incident. The customer woke up low as the pump said she had eaten 299 grams of carbs and delivered 24.7 units of insulin without their input. The pump also did not alert the customer that they were low on the night of the incident. The customer was at 113 mg/dl at the time of the call. The customer used food and milk to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer stated that they had just bought a (B)(6) bed that had a vibrate feature that may have caused the over delivery. The insulin pump will be returned for analysis.